Event description:
Procedure: myomectomy. Patient sex: unk. According to the reporter: the staplers did not work correctly. It was possible to close the instrument. But it clamped during firing and because of that, it was not possible to open it again. It was not possible to resect the intestine furthermore; because of that, they had to perform an artificial anus. No add'l pt details are known. But the pt might be an oncological colon pt.